Event description:
This complaint is from literature. American heart journal 2010;160:775.e1-775.e9. "Serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation." This literature is from (B)(6) hospital and (B)(6) medical university. This case is 3rd of 29 events. The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was lcx but the details are not indicated. The lesion was neither an isr nor cto lesion. The diameter of the vessel and the lesion length were unknown. Aha/acc classification of the vessel was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, cypher bx (2.5/23mm, lot unknown) was implanted. The date of the procedure and the details of the stent implantation were unknown. At the first follow-up (6-9 months after the implant) angiogram, the stent fracture and restenosis were observed. The location of the stent fracture was unknown. The restenosis was located in fracture site and the angiographic pattern of restenosis was focal type. The %ds was 70% and popma et al classification was ii. To treat the restenosis, cypher (details unknown) was implanted. After that no recurrent restenosis was observed. Dual-antiplatelet therapy was conducted but the details of medications, dose and duration were unknown.

Manufacturer narrative:
(B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). This complaint is from literature. American heart journal 2010;160:775.e1-775.e9. "Serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation." This literature is from (B)(6) hospital and (B)(6) medical university. The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was the left circumflex (lcx) but the details are not indicated. The lesion was neither an in-stent restenosis (isr) nor chronic total occlusion (cto) lesion. The diameter of the vessel and the lesion length were unknown. Aha/acc classification of the vessel was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, cypher bx (2.5/23mm, lot unknown) was implanted. The date of the procedure and the details of the stent implantation were unknown. At the first follow-up (6-9months after the implant) angiogram, the stent fracture and restenosis were observed. The location of the stent fracture was unknown. The restenosis was located in fracture site and the angiographic pattern of restenosis was focal type. The %ds was 70% and popma et al classification was ii. To treat the restenosis, cypher (details unknown) was implanted. After that no recurrent restenosis was observed. Dual-antiplatelet therapy was conducted but the details of medications, dose and duration were unknown. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event associated with coronary artery stenting and is often associated with the progression of cardiovascular disease. Stent damage/deformation and restenosis are known adverse events indicated in the instructions for use (IFU). While not observed in the (B)(4) clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity, and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are overlapping stents, cardiac motion, and vessel angulations/tortuosity for the native coronary artery. Based on the limited procedural information and without films, it is not possible to draw a definitive conclusion regarding the reported events. However, vessel/lesion characteristics and procedural factors are likely contributing factors. There is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
July 9, 2010. Serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation. Yasushi ino, md, et. Al. Am heart j 2010;160:775.e1-775.e9. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). The event date was unknown. Additional information will be submitted within 30 days from receipt.